Event description:
It was reported that a user experienced recurrent low glucose events while using the ilet, including a reported glucose of 54 mg/dl, and the caregiver expressed concern about initial setup rules for meal announcements given the user¿s eating schedule and inquired about a factory reset. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Troubleshooting and education were provided. Investigation included a review of the event history as reported by the caregiver and discussion of device use and setup considerations. Investigation of this case revealed no confirmed device malfunction, and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and unrelated to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.